Event description:
It was reported by the affiliate that during an endoscopic pharangeal pouch procedure, two instruments were fired and staples did not form or release properly. The or time was extended 10-15 minutes. There was no pt consequence.